Manufacturer narrative:
Information received from an affiliate indicated that inflation difficulty was encountered during post-dilation of a cypher stent. The target lesion was the mid left anterior descending (lad). The lesion was de novo, moderately calcified and moderately tortuous with 75% stenosis. Ivus was performed and then the lesion was pre-dilated twice with a firestar balloon. A 3.0mm x 18mm cypher stent was then deployed in the lesion at 16 atmospheres for 20 seconds. The stent balloon was then going to be used for post-dilation but the pressure would not increase. The stent delivery system was removed from the patient and a different balloon was used for post-dilation. The procedure was successfully completed without report of patient injury. After the procedure, the balloon of the cypher select plus was inflated outside of the patient and no balloon rupture was observed visually. No leakage from the sds was observed either. However, the pressure wouldn't increase even though a different inflation device was used. The proximal shaft near the hub was kinked slightly. No other damages were noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. There was no resistance/friction while inserting the device through the guide catheter. Affiliate indicated that there has been an incompatibility fit problem with the hub of the cypher select plus stent and the 3 way stopcock that they normally use. The device was returned for analysis. Failure analysis: one non sterile cypher select + 3.00mm x 18mm was received coiled inside a plastic bag. The hub had a stopcock attached. The stent was not received. Residuals of inflation media were observed in the balloon and inflation lumen. The sds was kinked along the shaft. The received stopcock had a crack above the thread and it could be moved close or far to the stopcock body. During the microscopic analysis the hub was reviewed and it did not present damages at the thread area. Pressurized water was applied to the catheter using the received stopcock and also a lab sample, no leak was observed, the balloon could be inflated; the pressure was remaining and no anomalies were found. No difficulties were experienced with any of the stopcocks even though the received stopcock was crack and had movement. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of inflation difficulty was not confirmed through failure analysis, as the balloon inflated without difficulty with the received stopcock and a lab sample stopcock. There was a crack above the thread of the received stopcock although during analysis this did not impact the inflation of the balloon, it may have contributed to the contributed to the difficulties the customer encountered. No corrective action is needed.

Manufacturer narrative:
This device (B)(4) (lot 15079527) is distributed outside the united states ; however it is similar to the united states product (B)(4). Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt. Concomitant devices: sion wire, brite tip guide catheter, firestar and lacrosse balloons.

Event description:
The patient was a male but his age was unknown. The target lesion was the mid left anterior descending (lad). The lesion was de novo, moderately calcified and moderately tortuous. There was 75% stenosis. After ivus was conducted, pre-dilation was conducted with a balloon (firestar 2.5/15mm) twice at 12atm for 20 seconds and at 16atm for 20 seconds. A 3.0 x 18mm cypher select plus was inflated at 16atm for 20 seconds without problem. Then, for the 2nd inflation, the cypher select plus was inflated again but the pressure wouldn't increase. Physician suspected the product defect and so the sds was removed from the patient. A different balloon (powered lacrosse 3.25/12mm) was used instead for post-dilation and then ivus was conducted. The procedure was safely finished. There was no patient injury reported. The product was clinically used and will be returned for analysis. After the procedure, the balloon of the cypher select plus was inflated outside of the patient and no balloon rupture was observed visually. No leakage from the sds was observed either. However, the pressure wouldn't increase even though a different inflation device was used. The proximal shaft near the hub was kinked slightly. No other damages noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. There was no resistance/friction while inserting the device through the guide catheter. Affiliate indicated that there has been an incompatibility fit problem with the hub of the cypher select plus stent and the 3 way stopcock that they normally use.